Manufacturer narrative:
Follow-up #1 at the time of the reported incident, the reporter did not know the brand of meter involved in the adverse event. Subsequent information obtained direct from the patient on (B)(6) 2015, indicates that the meter was in fact a freestyle freedom lite manufactured by abbott laboratories.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) alleging that the patient's unknown onetouch meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged product issue began approximately 2 years ago (date/time not provided). The patient manages his diabetes with self-adjusting insulin. The reporter was unable/unwilling to state if the patient made any changes to his usual diabetes management regimen in response to the alleged product issue. The reporter stated that the patient developed the symptom of "hypoglycemia" in his sleep, despite the subject meter displaying a result that the patient considered to be "normal" (date/time of test result not known). The reporter stated that paramedics were called (date/time not provided) and the patient received treatment of glucose tablets/gel, after which the patient felt fine. At the time of troubleshooting, the csr noted that the reporter was advised to ask the patient to call the csr back in order to attempt troubleshooting with the subject meter. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly received hcp treatment for a severe low blood glucose excursion after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.